Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2025, the patient was sleeping, and did not realize she was experiencing a hypoglycemic event. It was reported that no alarm sounded, and the patient experienced loss of consciousness and fell out of bed. The patient regained consciousness on the floor at 07:00am. The patient could not move or talk. The patient laid on the floor for about 2 hours, after which she was able to crawl up to her nightstand, and take some sugar tablets. After this the patient started to feel better and was able to get up. The patient noted at that moment that the sensor had come off. No fingerstick was taken. The patient got a busted lip, scraped her right knee, was sore on her left hip up to the arm, and had a bruise on her shoulder blade. No further treatment was reported to be needed and the patient did not go to the hospital. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 12/1/2025. Data was further reviewed. It was reported that an unknown error occurred. Data was returned but will confirm that a sensor failure due to low counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.